Event description:
It was reported that this patient with an artificial urinary sphincter (aus) had recurring incontinence. A surgical revision procedure was performed during which the physician remade a connection and retained all device components. During the revision surgery the physician identified fluid leakage. There were no further patient complications reported.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Fluid leak, disconnection, and incontinence are acknowledged within the instructions for use (IFU) and are not related to off label use or failure to follow instructions. The reported patient symptom is a known risk associated with this device type and is indicated as such in the instructions for use. Based on the information available, a conclusion code of cause not established was assigned to this investigation.